Event description:
Pt receiving nutren 1.0 from prefilled bag via bag spike set. Spiked new bag and primed tubing. Soon found broken tubing and formula pouring on the floor. Replaced with new tubing and feeding proceeded without difficulty. Dad states this has happened with other tubing.